Event description:
During shift check, the autopulse platform (s/n (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) upon powering up. The customer was unable to clear the advisory message. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) upon powering up" was confirmed during functional testing and archive data review. The root cause of the reported ua45 advisory message was that the driveshaft was not at "home" position, most likely attributed to unintended user error. During visual inspection, a vertical crack was observed going through one of the screw fittings of the front enclosure, unrelated to the reported complaint. The observed physical damage is most likely attributed to user mishandling. The front enclosure needed to be replaced to address the issue. The archive data review indicated multiple ua45 advisory messages around the customer's reported event date, confirming the reported complaint. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory 45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During functional testing, the autopulse platform displayed the ua45 advisory message upon powering up, confirming the reported complaint. The platform's driveshaft was rotated to "home" position to remedy the fault. Subsequently, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known-good batteries for 15 minutes, and the platform passed the test without any fault or error. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr 50536 was reported on (B)(6) 2020, and the driveshaft was adjusted to "home" position to remedy the issue.